Event description:
It was reported that the recently implanted patient had symptoms of delirium, confusion, and nausea which were due to adverse effects of post-operation medications. The patient was admitted to the emergency room (ER). Upon follow-up, the patient had recovered from the postoperative complications and is doing well.